Event description:
It was reported that the patient presented to the clinic with discomfort from the left ventricular lead's extra-cardiac stimulation. Upon interrogation, it was noted that the left ventricular lead exhibited both high and low pacing impedance and high capture thresholds on all vectors. Fracture and insulation damage on the left ventricular lead was suspected. It was also noted that the atrial lead exhibited noise due do possible insulation damage. No interventions were performed. The patient was in stable condition. Additional information received noted that the left ventricular lead was explanted and replaced on 17 mar 2023. The patient's condition was unknown.

Manufacturer narrative:
Correction: b5: extra cardiac stimulation, impedance issue, fracture and break, capture issue, and explanted lead was the left ventricular lead instead of the right ventricular lead. Noise and insulation was suspected on the atrial lead.

Event description:
Related manufacture reference number: 2017865-2023-10399. It was reported that the patient presented to the clinic with discomfort from the right ventricular lead's extra-cardiac stimulation. Upon interrogation, it was noted that the right ventricular lead exhibited both high and low pacing impedance and high capture thresholds on all vectors. Fracture and insulation damage on the right ventricular lead was suspected. It was also noted that the left ventricular lead exhibited noise due do possible insulation damage. No interventions were performed. The patient was in stable condition.